Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported damaged/chips and scratches in the ultrasonic probe could not be determined, as no additional event information was reported or available. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found small chip on ultrasound part and a cut on the probe unit. Additional device evaluation findings were as follows: bending section cover rubber had a small cut, bending section cover rubber glue had a crack, light guide lens was peeling, ultrasound image had full broken elements, control knob had minor play, and the control body barcode on the grip needed replacement. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope had a small chip on the ultrasound part and deep scratches on the white section above the pink area on the probe. The issue was observed during device reprocessing, therefore, no procedure or patient harm was associated with this event.